Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as spinal pain. It was reported that the pump "leans out" and that the patient was going to go in on (B)(6) 2016 and have the doctor "tack it up" but they had to reschedule. The patient reported that "its been like this almost since I had it put in ((B)(6) 2015)." The patient reported that they had a lot of extra skin due to losing weight before they got the pump. The patient did not think the pump had flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.